Event description:
The patient's mother called animas on (B)(6) reporting that the patient was in the hospital the past weekend (B)(6) for dka. She reported that the patient's blood glucose level was greater than 600 mg/dl on an insulin drip while in the hospital. The patient's diagnosis was dka. She says the patient's blood glucose issues began when she got the current pump. It was downloaded at the hospital and her blood glucose level was "in red" over 90% of the time. She thinks the blood glucose issues are caused by the pump. She says she can correct the patient's blood glucose levels with the same insulin via manual injections but cannot correct with the pump. The date and time are correct on the pump and the basal rates were correct. The advanced settings were also correct. The pump history also matches the total daily dose. The prime volume was not unusual. The bolus history matches the total daily dose. The history also shows the pump was suspended on (B)(6) and that the pump was resumed later. Although no pump malfunction was discovered this complaint is being reported because the patient reportedly experienced dka while on pump therapy.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that the pump was suspended on 03/13/2012 at 8:41 am, and was then powered off and powered on again. The next prime in the prime history was recorded on (B)(4) 2012 at 7:28 pm. The pump was exercised for 29 hours with no delivery issues. A normal bolus and an audio bolus were successfully performed and were both accurately recorded in the pump history. A bolus was also programmed using the meter and was accurately recorded in the pump history. There was no hypersensitivity found to the keypad buttons. There was no defect found on investigation.